Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well from this surgery.

Manufacturer narrative:
Corrected data: manufacturing site for devices is stryker orthopaedics-(B)(4) not stryker orthopaedics-(B)(4). Catalog # changed from 0580-5-652 to 0580-5-652r. An event regarding instability involving an exeter shell was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the medical review indicated that: on (B)(6) 2011 a revision of the left total hip arthroplasty was performed. A note from the surgeon indicates spinal anesthesia and a posterior approach were utilized. The surgeon states, "gross damage to posterior third of acetabular component because of subluxating femoral head. Removed and revised to uncemented trident 40mm insert and 40mm head." Cement-in-cement stem revision was performed by uncomplicated surgery. No examination of the explanted components, including the primary acetabular component and the broken revised stem are available. The repeated impingement resulted in the earlier damage noted on the posterior acetabular component revised for instability. The instability resulted from patient specific problems unrelated to component design, manufacturing or materials. Device history review: indicated that the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: th medical review concluded that:: no examination of the explanted components, including the primary acetabular component and the broken revised stem are available. The repeated impingement resulted in the earlier damage noted on the posterior acetabular component revised for instability. The instability resulted from patient specific problems unrelated to component design, manufacturing or materials. The exact cause of the event could not be determined because insufficient information was provided. Further information such device return and more comprehensive operative reports are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery.